Manufacturer narrative:
There were two occurrences of this malfunction. Please reference MDR 2245270-2013-00012 for the additional occurrence. The malfunctioning device was returned to vygon us, and was forwarded to the component supplier (female luer lock) for evaluation and investigation. The results of this investigation will be sent to FDA in a follow-up MDR with in thirty days of its conclusion.

Event description:
Patient was connected to a trifurcated set. Nurse noticed that the set was leaking from two female luers on the set. The nurse noticed small holes where fluid was leaking out. The set was removed, and the patient experienced no complications.